Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after delivery, an error message "301 reposition the catheter" appeared. Repositioning did not resolve the issue, even though x-ray confirmed the catheter was in the correct position. No patient complications occurred. The patient was sedated when the procedure was cancelled. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farastar's risk documentation was completed and confirmed that the event of a cancelled procedure was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during an ablation procedure one farastar ablation generator was selected for being used, after delivery, an error message "301 reposition the catheter" appeared. Repositioning did not resolve the issue, even though x-ray confirmed the catheter was in the correct position. Original device was used and no patient complications occurred. The patient was sedated when the procedure was cancelled. The device is not expected to return for laboratory analysis. It was further reported that the patient was fully recovered and that the generator will not be returned since it was repaired.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farastar ablation generator was selected for being used, after delivery, an error message "301 reposition the catheter" appeared. Repositioning did not resolve the issue, even though x-ray confirmed the catheter was in the correct position. Original device was used and no patient complications occurred. The patient was sedated when the procedure was cancelled. The device is not expected to return for laboratory analysis. It was further reported that the patient was fully recovered and that the generator will not be returned since it was repaired on site.